Manufacturer narrative:
(B)(4).

Event description:
It was reported "once the described PICC line has been implanted in the patient, the guidewire inside the PICC line is removed. Upon removing it, they discover it is damaged and frayed. The PICC line has not been cut." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of an unraveled stylet was able to be confirmed by the photo, however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: do not apply undue force on placement wire or guidewire to reduce the risk of possible breakage." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "once the described PICC line has been implanted in the patient, the guidewire inside the PICC line is removed. Upon removing it, they discover it is damaged and frayed. The PICC line has not been cut." There was no medical intervention required. The patient's current condition is reported as "fine".